Event description:
Additional response: broken component: it was not the plunger/ cone that broke. The failure concerned the luer of the luer-lock tip. The luer fractured during use. Device connected to the syringe: the syringe was connected to a non-bd device. The customer uses a cytostatic administration set including an extension limb with needle-free connectors from codan. The customer reported that they currently experience high resistance and need to apply considerable pressure when using this cytostatic set. According to the customer, codan was informed about the pressure conditions and advised them to contact bd. Codan stated that, in their assessment, the issue is not related to their connectors. Frequency: the luer fracture occurred only once, in the reported incident. No further similar events have been observed.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 2510023, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported concern. As part of our standard quality process, final products from this manufacturing line undergo both visual and functional inspections at multiple stages according to procedure. No issues related to the reported condition were identified during these inspections. Six retained samples were used for further evaluation. All samples were inspected, and no damage was observed within any of the tips. Additionally, functional testing was performed by repeatedly connecting and disconnecting the syringes to a luer connector, and no breakage or other issue occurred. Based on the available information, no root cause linked to the device or our manufacturing process was identified. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence.

Event description:
It was reported that the bd syringe 50ml ll luer was cracked / damaged / deformed. The following information was provided by the initial reporter: it was reported that "preparation of cytostatic drugs (pemetrexed) in the safety cabinet, the syringe filled with cytostatic drug is connected to the intermediate piece of the infusion syringe head. When the cytostatic drug is injected into the infusion bag, it pushes the front part of the luer syringe into the syringe (breaks off?). This causes the cytostatic drug to empty into the safety cabinet in a gush. The empty cytostatic-contaminated syringe is ready for collection at the med oncology outpatient clinic. Contamination of cytostatic drugs within the safety work area. Thorough cleaning is required before work can continue, and the cytostatic drugs must be completely repackaged. Loss of time and material resources ¿ plus uncertainty among nursing staff.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.